Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation / single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported dyspnea and recurrent mitral valve insufficiency/ regurgitation (mr) appear to be cascading effects of the reported slda. Dyspnea and mr are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), flail and odd shaped anterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the anterior leaflet. Mr was grade 4 after slda. Patient returned with shortness of breath. On (B)(6) 2026, secondary mitraclip procedure was attempted and was successful. The final mr was grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation / single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported dyspnea and recurrent mitral valve insufficiency/ regurgitation (mr) appear to be cascading effects of the reported slda. Dyspnea and mr are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.